Event description:
Pt uses IV infusion set made by baxter to infuse milrinone at home. One of the sets was unable to be used because the spring loaded clamp was jammed. The spring was offset which prevented the cassette part of the tubing from being inserted into the infusion pump (6060 infusion pump made by baxter).